Event description:
It was reported that an asymptomatic patient presented in clinic for follow up on a device that exhibited post sensed t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were recommended. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.